Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, a caused for the reported device embolization could not be determined. The patient effects of obstruction/occlusion appears to be due to the device migration. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet was selected for implant using a 14f amplatzer torqvue delivery system. The landing zone measurements were 0°: 24-12-23, 32° 26.4-12-24, 48°: 26-12-25, 93°: 22-12-23, 130°: 21-12-25. The sizing was determined with transesophageal echocardiogram (tee) and angiography. Close criteria was satisfied and tension test was performed; the device was implanted. However, it was reported that the device was in a very proximal position due to patient anatomy and there was a little shoulder viewable in one view. No leak was observed. The shape of the amulet was roman helmet. The patient was in sinus rhythm for the duration of the procedure. On (B)(6) 2025, device embolization occurred; the amulet completely dislodged from the implant site and ended at the mitral valve. The amulet caused partial obstruction. The amulet was retrieved via surgical retrieval. No replacement device was implanted. The patient was reported to be in stable condition.